Event description:
It was reported that device contamination and balloon burst occurred. A 6.0 mm x 60 mm, 135 cm ranger drug-coated balloon was selected for use. However, during preparation, it was noted that an unidentified plastic piece was hanging from the balloon. Subsequently, the balloon burst. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that device contamination and balloon burst occurred. A 6.0 mm x 60 mm, 135 cm ranger drug-coated balloon was selected for use. However, during preparation, it was noted that an unidentified plastic piece was hanging from the balloon. Subsequently, the balloon burst. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the entire device found no evidence of fm present anywhere on the device. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer without issue. A vacuum was then applied. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage.